Event description:
Shiley trache tube # 8.0 mm bulb non functioning. A size 8 shiley xltp tracheostomy was placed into the trachea under direct visualization and the balloon was inflated. We carefully coordinated with our anesthesia colleague during this time and the ventilator circuit was moved to the trach. Initially, we had good end tidal co2 and tidal volumes. However, less than a minute later, no end tidal co2 was noted and the pt began to desaturate. We are still able to visualize the tracheostomy appliance in the trachea. Anesthesia noted it was difficult to bag the pt. A suction catheter was placed through the trach and resistance was met. At this time, we elected to remove the trach and reevaluate the trachea. The balloon was deflated and the appliance removed.